Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: foreign country: (B)(6). This report is related to the following reports: 3012307300-2020-00184, 3012307300-2020-00185, 3012307300-2020-00209, 3012307300-2020-00210, 3012307300-2020-00211, 3012307300-2020-00264, 3012307300-2020-00265.

Event description:
Information was received indicating that during infusion of parenteral nutrition, half the infusion was infused with a smiths medical cadd administration set. The treatment was reported as "pediatric npad/550ml/12h 7d/7." It was also reported that the patient experienced severe asthenia and that subsequently it was required to change the pump and administration sets. No additional adverse effects were reported.